Manufacturer narrative:
The complaint instrument was returned inside the guiding catheter with the balloon and the stent being located distal to the distal end of the guiding catheter. Several struts are deformed in the center of the stent. Stent imprints on the exposed balloon surface indicate that the struts were initially crimped on the balloon. The stent is not displaced and outside of the deformed zone the crimped stent diameter complies with the specification. It appears that the stent was deformed during lesion crossing or got caught by the exit of the guiding catheter during withdrawal. Review of the manufacturing history of the production lot did not reveal any nonconformity considered being relevant in light of the complaint. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified.

Event description:
Ous MDR - the stent could not be deployed in patient artery and got stuck in guiding catheter during withdrawal.